Event description:
The pt underwent a tah procedure in 05. The catheter broke inside the pt while attempting to be removed by the doctor. The length of the remaining segment is approximately one (1) inch. The doctor has elected to leave the broken segment and monitor the pt.